Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Upon interrogation, the device was found to be in hardware vvi mode with defibrillation capabilities. The device was explanted.